Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited a stiff brush and adhesive feeding in the channel. There were no reports of patient involvement.